Event description:
It was noted that the rv lead had high thresholds and loss of capture. This lead was explanted and replaced while upgrading the patient to an ICD. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The inspection of the lead fragments revealed severe damages of the lead, such as deformations of the outer and inner coils and cuttings of the insulation. Based in the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress. Traction forces during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem. No deviations were noted which may be related to the high thresholds and the loss of capture.